Event description:
During a remote follow-up, a loss of capture was observed on the device on a non-pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.